Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that during initial testing procedure, an out of box failure occurred on the cusa clarity 23 khz handpiece (c7023): only vibrated to 43%, had excessive noise and also overheated. The handpiece was replaced. There was no injury and no considerable delays on surgery were reported.

Manufacturer narrative:
The cusa clarity 23 khz handpiece (c7023) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, based on the customer reported failure ¿oob: only vibrate to 43%, noise, overheating¿, it is possible this complaint was as a result of an issue with irrigation system. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.